Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2019, a pvs23 implant attempt occurred. The device would not collapse properly, although the difficulties encountered were not further specified. The pvs23 was eventually collapsed but did not deploy fully, and there was a perivalvular leak. The pvs23 was explanted intraoperatively as it did not fit properly. Another device from another manufacturer was used.